Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. As these occlusion occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.